Manufacturer narrative:
On 24-mar-2025, product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Oral-b toothbrush heads...jumps off and goes into throat [device breakage]. Oral-b toothbrush heads...seem loose [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head seemed loose. When she brushed, it jumped off of the oral-b genius 9000 toothbrush and went into her throat. No injury was reported. On 24-jan-2025, follow up via digital safety assessment survey: the consumer was 46-year- old. She did not visit a healthcare provider. No injury was reported. On 24-jan-2025, follow up via pictures: the suspect product was oral-b power oral care refills crossaction eb50. No injury was reported. On 06-feb-2025, case update: the suspect product lot was 3212b21100. No injury was reported. On 24-mar-2025, product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Oral-b toothbrush heads...jumps off and goes into throat [device breakage]. Oral-b toothbrush heads...seem loose [device connection issue]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head seemed loose. When she brushed, it jumped off of the oral-b genius 9000 toothbrush and went into her throat. No injury was reported. On 24-jan-2025, follow up via digital safety assessment survey: the consumer was 46 year's old. She did not visit a healthcare provider. No injury was reported. On 24-jan-2025, follow up via pictures: the suspect product was oral-b power oral care refills crossaction eb50. No injury was reported. On 06-feb-2025, case update: the suspect product lot was 3212b21100. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.